Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing from reduced amplitude r-waves while bending over. It was noted that approximately one month earlier there was an untreated episode due to oversensing noise where the noise was consistent in changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. At that time the sensing vector was reprogrammed from primary to secondary. Now in secondary sensing vector the patient received the inappropriate therapy and technical services (ts) was consulted to review the data and provide guidance. Upon review ts noted the inappropriate shock was delivered for t-wave oversensing of a true ventricular type of rhythm. Ts noted the shock was effective in converting the arrhythmia, ts found an additional episode from two years earlier that showed similar t-wave oversensing and noted that in both events the patient's heart rate was approximately 170 to 180 bpm. Ts discussed programming and clinical options. The s-ICD remains in service and no adverse effects were reported. Additional information was received that the patient was seen in the clinic and noted to have been symptomatic during the shock. It was noted that the patient was under stress at the time, has chronic sleeping problems and also admitted to recreational drug use in the past. An exercise test and isometrics were performed and no change in morphology or oversensing was able to be reproduced. Pocket manipulation did not reproduce any issues either. At this time no programming changes were made to sensing vector, however smart charge was extended and a new exercise template was made. The patient will continue to be monitored.

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing from reduced amplitude r-waves while bending over. It was noted that approximately one month earlier there was an untreated episode due to oversensing noise where the noise was consistent in changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. At that time the sensing vector was reprogrammed from primary to secondary. Now in secondary sensing vector the patient received the inappropriate therapy and technical services (ts) was consulted to review the data and provide guidance. Upon review ts noted the inappropriate shock was delivered for t-wave oversensing of a true ventricular type of rhythm. Ts noted the shock was effective in converting the arrhythmia, ts found an additional episode from two years earlier that showed similar t-wave oversensing and noted that in both events the patient's heart rate was approximately 170 to 180 bpm. Ts discussed programming and clinical options. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing from reduced amplitude r-waves while bending over. It was noted that approximately one month earlier there was an untreated episode due to oversensing noise where the noise was consistent in changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. At that time the sensing vector was reprogrammed from primary to secondary. Now in secondary sensing vector the patient received the inappropriate therapy and technical services (ts) was consulted to review the data and provide guidance. Upon review ts noted the inappropriate shock was delivered for t-wave oversensing of a true ventricular type of rhythm. Ts noted the shock was effective in converting the arrhythmia, ts found an additional episode from two years earlier that showed similar t-wave oversensing and noted that in both events the patient's heart rate was approximately 170 to 180 bpm. Ts discussed programming and clinical options. The s-ICD remains in service and no adverse effects were reported. Additional information was received that the patient was seen in the clinic and noted to have been symptomatic during the shock. It was noted that the patient was under stress at the time, has chronic sleeping problems and also admitted to recreational drug use in the past. An exercise test and isometrics were performed and no change in morphology or oversensing was able to be reproduced. Pocket manipulation did not reproduce any issues either. At this time no programming changes were made to sensing vector, however smart charge was extended and a new exercise template was made. The patient will continue to be monitored.